Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, shortly after the use of the product and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR #s 1225714-2013-02688, 02689, 02690, 02691.